Event description:
It was reported via phone call that the customer passed away in emergency room on (B)(6) 2019. The customer was hospitalized on unknown date. The cause of death was diabetes but caller said his wife surviving from floyd usselman. The customer¿s blood glucose was unknown at the time of death. It was unknown whether the insulin pump wearing or not at the time of death. It was unknown auto mode on or not. It was unknown to return the insulin pump for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.